Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned. Visual examination of the provided photograph found that the smaller balseal was deformed and no longer attached to the post. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial spring was damaged and femur trial was expired or ruptured. Products: fb insert test sz 6 and femoral test sz 6 ps.